Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a motor error alarm. She said that she changed her site and when she had her reservoirs in it, she was trying to load the pump but it did not recognize that the reservoir was connected. Her blood glucose was 380 mg/dl. The customer mentioned that insulin was squirting out during the manual prime process. During prime anomaly troubleshooting, she stated that her current blood glucose is 150 mg/dl and that she was wearing the pump during priming. She checked the reservoir volume and said there were about 50 units remaining. The customer was advised to attach a new infusion set and reservoir and to restart the priming process. She said that after letting go of the act button, the motor slowed down and numbers ramped up on the screen. The customer was advised that the infusion set change resolved the issue. During motor error alarm troubleshooting, the customer reported a motor position encoder error alarm. It was found that insulin pump was not exposed to magnetic field or MRI; the drive support cap appeared normal and customer was able to complete rewind process. Her alarm history did not contain a motor position encoder error alarm or more than one motor error alarm within the last 30 days. The customer also mentioned that her pump alarmed no delivery. During troubleshooting, she stated that the alarm did not occur during manual prime and that it was resolved by a reservoir change. However, she does not have the reservoir to return. The pump will be returning for analysis. The reservoir and the belt clip will not be returning for analysis.